Event description:
PICC line coiled during attempted removal of guidewire after access without difficulty and flushed with normal saline. Insertion in the right upper extremity in the soft tissues just above the elbow and the catheter appeared significantly accordioned, probably secondary to adherence of the stiffening wire to the catheter wall. Cut down performed to remove the line and wire.